Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, brown particles. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on anterior and punctured in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed to a fold flaw opening. A puncture opening on posterior due to surgical damage like.

Event description:
Healthcare professional additionally reported "any creases."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Healthcare professional reported a right "breast implant deflation." The device has been explanted and replaced.